Event description:
It was reported that the patient felt pain over the implantable neurostimulator site. The patient experienced the event when they used their bone growth stimulator. The bone growth stimulator was at least 18 inches from the implantable neurostimulator. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).